Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad during the index procedure. It is reported that approximately (B)(6) post index procedure the patient suffered a spontaneous gastrointestinal (gi) bleed. A prbc transfusion of 5 units was required.

Event description:
Additional information received indicated that the previously reported gi bleed event that occurred 10 months post index was not related to the study stent. It was also reported that the patient was not on clopidogrel at time of this event.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (haemorrhage).